Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 27 mg/dl and the paramedics were called. The customer stated she was at the doctors office and could not talk. She just stated that when she is low the ambulance would go and take her to the hospital, they give her sugar, watch her for 8 hours and send her home.